Event description:
It was reported that the patient experienced a problem with the rechargeable implantable neurostimulator system. The patient was charging more than expected. For 5-6 weeks prior to reporting this event, the patient had been charging every 2-3 days instead of the usual 10 days. The patient also indicated that the implantable neurostimulator system was fully recharged at each recharging session. The patient had not experienced any over discharges. Additional information received reported that during an office visit, error 590 was observed for each charging session. Impedance measurements indicated a short circuit between two active pairs while all other pairs were within normal limits. The implantable neurostimulator was set to not include the short circuit pairs. At this time, the patient received a new recharger. Three weeks later, the patient reported charging every other day. Stimulation coverage was good and impedances were within normal limits. The therapy impedances were 668 and 628. The calculated estimated recharge interval was calculated to be 4 days. This recharge interval did not appear to be appropriate. It was also noted that the recharge history from the 8840 and the insr did not match up.

Manufacturer narrative:
(B)(4).